Manufacturer narrative:
Other, other text: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Event history log shows multiple downstream and upstream occlusion alarms. During functional test, reported problem was duplicated at 9 psi. Problem was caused by a bad downstream and upstream sensor. Downstream and upstream sensors were replaced. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device was previously repaired on 24-jan-2023 for bubbled dso seal. The dso sensor may be adversely affected by a poor dso seal replacement, but there is no indication of an issue with the previous repair in the evaluation.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump failed occlusion at 9.55 psi. No patient involvement reported.